Event description:
It was reported that there was a crack at the joint of the handgrip and outer sheath. The stent could not be released by triggering. The doctor broke the handgrip and released the stent via pull pack. Handgrip was not returned. No reported injury to the patient.

Manufacturer narrative:
This is being reported because this is the same or a similar device that is used in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing upon receipt of the sample. The handgrip was not returned. The swivel nut in front of the sheath connector was broken the sheath connector was still clipped in the blue slide and completely pulled back. The inner catheter and filling material protruded 145mm from the tip of the outer sheath. The stent was released and missing. The complaint is confirmed. No further defects or deviation to the specs of this product could be found. The review of the manufacturing records revealed that this product was found to have met all specifications prior to shipment. It cannot be determined when and where the breakage of the swivel nut occurred.